Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0x1c alarm occurred, indicating the pump had reached the pump expiration time. It is confirmed that the pod ran for 80 hours. The pod data showed no timeouts or drive stalls that would indicate there was an issue with insulin delivery. The exposed soft cannula was observed to be stretched. The observed damage led the length of the soft cannula to measure out of specifications at 1.099 inches. The exact time and cause of the soft cannula damage could not be determined. It cannot be confirmed that the soft cannula damage is related to the reported not sure delivering insulin event. Therefore, the cause of the reported not sure delivering insulin event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of customer not sure delivery of insulin at the infusion site (arm). The investigation observed the cannula was observed to be stretched. It was also reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod longer than 48 hours.